Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a miniarc single sling on (B)(6) 2008. It was alleged the plaintiff suffered and will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, and an inability to engage in chosen and necessary activities.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.